Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to t-wave oversensing (twos). The sensitivity was reprogrammed and there was still intermittent twos occurring, but the clinician did not want to make further changes to the sensing polarity or sensitivity. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 419588 implantable pacing lead 2009-(B)(6), 507645 implantable pacing lead 2009-(B)(6). (B)(4).